Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to an imperfection of proper reprocessing caused by leakage at switch #1. A further cause of the leakage could not be presumed. The instructions for use (IFU) states in the following to contact olympus in case a leakage is detected. Therefore, abandoning reprocessing at leakage is not deviation from the IFU. Reprocessing manual_ leakage testing of the endoscope_ perform the leakage test "caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite duodenovideoscope experienced a b30 scope communication. Subsequently the device was evaluated and the it was discovered that the switch button 2 and adhesive around light guide lens have foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The switch button 2 and adhesive around lg lens have foreign objects (it cannot be denied that this endoscope may have been used in the procedure while this foreign material was present in this endoscope. Additionally the following events were also identified during inspection and are as follows: (a.) Due to deformation of sw1, water tightness was lost, (b.) The flexibility adjustment ring had a scratch, (c.) The grip had a scratch, (d.) The forceps channel port had a scratch, (e.) The air/ and water cylinder (aw-cylinder) had discoloration, (f.) The suction cylinder (s-cylinder) had discoloration, (g.) The switch button one had a cut, (h.) The control unit had a scratch, (I.) The switch box had a scratch, (j.) The scope cover (s-cover) had a scratch, (k.) The right/ left (r/l) knob had a scratch, (l.) The up/ down (u/d) knob had a scratch, (m.) The switch button on the flexible circuit board had corrosion due to water leakage, (n.) The plug unit had corrosion due to water leakage, (o.) The cable unit had corrosion due to water leakage, (p.) The scope connector case unit has corrosion due to water leakage, (q.) The plastic distal end cover (c-cover) had a chip, (r.) Connecting tube has a buckling, part of the insertion tube is caught and pinched-the insertion tube becomes deformed, (s.) And the universal cord has coating peeling, (t.) And a b30 error code occurred. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.